Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported. This device was discarded by the explanting healthcare facility.